Event description:
Boston scientific (bsc) crm received info that this dextrus atrial lead had dislodged one day post implant. A lead revision was performed and the lead was explanted and replaced. No adverse pt effects were reported. All dates were provided by boston scientific.